Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding the microclave® connector where the reporter stated that omnipaque wouldn't drip during infusion. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Investigation summary: received two (2) used. List #011-c3300, clave¿ neutral connector; lot #14169020. Two (2) used. List #unknown, catheter; lot #unknown. Residuals observed in the catheters. No other damages observed. The reported complaint of no flow could not be confirmed. While no flow was observed with the catheter attached, flow was observed on the microclave when disconnected from the catheter. The returned samples were tested and met product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.